Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 5.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.